Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in czech republic on (B)(6) 2024, patient encountered low blood glucose level due to bent cannula. The patient was hospitalized due to low blood glucose. The infusion set was in use for one day. Moreover, the patient had been using the insulin pump system within 48 hours of reported low blood glucose event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.